Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to a service center for evaluation. During evaluation and review of the device error logs, it was identified that error e-95 was recorded, which indicates the unit rebooting. The ventilator inoperative condition was not duplicated. The device's main board was replaced to prevent reoccurrence. The unit was confirmed to be working properly after replacement.